Event description:
It was reported the stretcher allegedly would not raise or lower in either the power or manual mode. It was also alleged the battery was showing charged but the stretcher has no power. There was no report of pt involvement or injury.

Manufacturer narrative:
A visual and functional evaluation of the device was conducted by (B)(4)'s authorized field service representative. The reported issue was confirmed. The technician replaced the battery as well as the battery charger due to observed damage. The cot was tested and returned to service. It was verified by the technician the manual release was functioning according to specification and allowed the cot to be operated in manual mode. The battery and charger were returned to (B)(4) for further evaluation. The battery had a broken charging port and the charger showed evidence of being previously dismantled and reassembled with missing parts.